Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, the operator noted a damaged venous line connector on the cartridge. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Eval of the returned cartridge confirmed the report of a damaged connector, which most likely occurred during manufacturing of the component. There have been no similar problems reported with this lot subsequent to this event. This appears to be an isolated event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.